Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from a funeral home indicating the patient is deceased. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately two months after device system implanted. Additional information obtained from the cardiologist office reported the patient had been discharged to a rehab facility two weeks prior to death after being treated for a gastrointestinal bleed. The cause of death has been requested and not received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Additional information was received from the funeral home and noted the cause of death as: natural causes.